Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was been reported that over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to implant fracture: it was reported that a patient underwent revision (hip, right) due to implant fracture, 14 days after implantation. The stem and the head were removed.